Event description:
It was reported that the patient underwent a revision procedure due to a malfunction with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
Device analysis: an allegation of a mechanical malfunction was reported. The ams 800 device was visually inspected and microscopically examined. There was a pinhole leak in the balloon shell that was the result of bulging and fatigue. Scaling around the leak was also noted. The pump was not functionally tested due to the confirmed balloon leak. Product analysis confirmed the reported event. Product analysis identified a fluid leak in the balloon shell; the reported events were therefore confirmed. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to a malfunction with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.